Manufacturer narrative:
The reported event is confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached sample port connector and cut portion on inlet tubing. Visual inspection of the catheter surface noted the balloon was mushroomed. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40 as compared to attachment 1 of tm0300903 (rev 2). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. Active length of the catheter balloon was measured (0.7530") and found to be within specification (0.6" - 0.9") per (B)(4) (rev 5). The catheter was confirmed to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. The instructions for use were found adequate and state the following:"5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. Precautions for use (exercise caution when using the device in the following patients): exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Important precautions: read all instructions for use prior to use and follow them. This product is a medical device for qualified physicians, and should not be used for any other purpose. This product is a disposable, supplied sterile. If package is opened or expiration date has passed, do not use. Do not resterilize. Ensure that all the components are contained in the tray kit. For instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. Do not pull the catheter hard. The catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. When abnormal resistance is encountered in inserting catheter, do not use excessive force, and remove the catheter to find out the cause of difficulty in insertion. Do not penetrate the ez-lok® sampling port with a needle. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Avoid excessive force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. To inflate or deflate the balloon, use a luer tip (needleless) syringe. In deflate the balloon, do not aspirate or manually accelerate the deflation of the balloon. If difficult to come out the water spontaneously, refer to ¿troubleshooting¿ as follows. Temperature-sensing catheter: do not stretch this catheter as dislodgement of lead wire as temperature probe may cause improper temperature measurement. When endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. Do not wet the lead wire and the junction with relay cable. This catheter is compatible only with monitors requiring ysi 400-series type temperature probes."

Event description:
It was reported that it was difficult to remove the catheter from the patient. It was later reported per email received from an investigator on 30-april-2019, a mushroomed balloon was found.